Event description:
Additional information received reported that the patient's lead, anchors, and ins had been explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that charging the implantable neurostimulator (ins) was difficult and time consuming for the patient due to ¿it¿ not staying in place. The maintenance of the ins was ¿too much trouble¿ for the patient, despite having stimulation in the desired areas of pain. The patient did not have ¿enough relief for the hassle of managing the system¿ and refused reprogramming. The patient had an infection at the ins site. The device was scheduled to be explanted on 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).